Event description:
Journal reference: parra, j et al. "Serious restless legs syndrome after bilateral subthalamic stimulation for treatment of a female pt with parkinson's disease." Revenurol 2006; 42(12): 766. The article lists information suggesting a female pt being treated with dbs for symptoms associated with parkinsons disease developed restless leg syndrome 20 days post bilateral dbs lead placement surgery. Symptoms deteriorated the pts quality of life, led to depression and resulted in a number of ER admissions. The pt was treated with tramadol and repirinol. Author indicates that the decrease in dopaminergic medication with the use of dbs may have contributed to the pts rls condition. Reportable events: dbs ipg (stimulator) - pt developed restless leg syndrome with depression. Dbs lead (n=2) - pt developed restless leg syndrome with depression.